Event description:
The customer reported that there was no sound volume and they were unable to hear the alarms. The device was in use monitoring a patient at the time of the reported issue. No death or patient / user injury or harm was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The rse called and confirmed the issue with the assist of the customer biomed on the issue. Results of functional testing indicate that the volume was lower level than what the customer wanted, biomed technician had fixed the issue of low volume. The device was operational after repairs were completed.

Event description:
The customer reported that there was no sound volume and they were unable to hear the alarms on the patient information center ix. The device was in use monitoring a patient at the time of the reported issue. No death or patient / user injury or harm was reported. A philips remote service engineer (rse) spoke to the biomedical engineer (biomed) at the customer site. Functional testing by the biomed indicated that the volume was set to a lower level than the clinical staff wanted. The biomed increased the volume which resolved the issue. The device was fully functional and there was no malfunction of the device. This issue was caused by user error. The device remains at the customer site.